Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that versacross connect laac access solution was selected for use. It was mentioned that the physician was not able to perform intended puncture location with versacross connect. Thus the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The reported allegation cannot be confirmed. No return product was received by boston scientific. Device history record (DHR) review: the lot numbers associated with the rfw for vxak lot 37291827 are: 36586930 and 36615716. The job files associated with the rf wire were reviewed. There were no nonconformances or rejects indicating systemic issues that would have impacted the complaint. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described withing this complaint. No updates are required to the IFU as a result of this event. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation. Additional review is not required. The device has not been returned to bsc for analysis. The root cause cannot be determined with certainty based on the information available, and the conclusion code "cause not established" was therefore selected.

Event description:
It was reported that versacross connect laac access solution was selected for use. It was mentioned that the physician was not able to perform intended puncture location with versacross connect. Thus the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.